Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's wife reported that on (B)(6) 2015 at 9:30 am customer received an e-7 error message on the display of his adc blood glucose meter while attempting to perform a test. Caller further reported customer became "pale, sweaty and was about to pass out" so he was taken to a local healthcare facility. At the hospital a reading of 284 mg/dl was received, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. Customer remained in the hospital for three days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. It should be noted: during troubleshooting it was revealed the meter was not calibrated. The date of manufacture of the meter is unknown. The customer's meter has been returned and an investigation utilizing the returned meter and retained test strips lot no: 4500163473 has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.